Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was burned on the left posterior thigh during a lumbar radiofrequency ablation procedure.

Manufacturer narrative:
Correction to initial MDR. The suspect medical device in this MDR form is the reporting responsibility of nissha medical technologies ltd. And should not have been reported on a 3500a MDR form by boston scientific.

Event description:
It was reported that the patient was burn on the left posterior thigh during a lumbar radiofrequency ablation procedure.